Event description:
Preop diagnosis- severe mitral regurgitation operation- mitral valve replacement with 27mm carpentier-edwards pericardial mitral valve. Transesophageal echocardiogram revealed severe bileaflet degeneration of the mitral valve with severe leakage of the mitral valve. Repair was not possible, so replacement, therefore a new valve has sewn in.